Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that his son experienced high blood glucose level of 460 mg/dl. Customer stated cannula was bent. Customer was assisted with troubleshooting for cannula bent. The insulin pump will not be returned for analysis.